Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. No harm or injury was reported. During the initial evaluation the device did not meet acceptance criteria of evaluation process for initial power-up failure. The device's power management board needs to be replaced to address the issue; however, no repairs were completed because the device was scrapped.